Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he had a problem with a haptic due to the small capsulorhexis. The iol remains implanted with one haptic in the bag and one in the suclus. The surgeon anticipates a repositioning of the lens.